Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor noise noted during testing. The drive motor was inspected and no drive motor anomaly was noted. The units left on status screen matched the units left in reservoir. The insulin pump was programmed with a bolus and monitored; the bolus was delivered and recorded properly in bolus history screen. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Device was making a noise and was not delivering insulin. Customer's blood glucose was 285 mg/dl. Customer's blood glucose at time of call was 118 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.